Manufacturer narrative:
Patient information was not provided for reporting. Date of event is unknown. This report is for unknown quantity unknown screws. Part#, lot# and UDI # is not available. Date of implant is unknown. Device is not expected to be returned for manufacturer review/investigation. This report is for unknown quantity unknown screws. PMA/510(k) number is not available. (B)(4) used to capture additional medical/surgical intervention required. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient was initially implanted with a plate and unknown number of screws. On (B)(6) 2018, patient underwent removal surgery due to unknown number of broken screws. It was reported that multiple screws broke. Broken screws were removed from the proximal femur and shaft of the left humerus along with the implanted plate. The patient had multiple comorbidities and was non-compliant with the implanted hardware which led to the implant failure. Nothing was implanted after removal of the hardware. The patient was stable after the surgery. Concomitant devices reported: 3.5mm lcp plate 14 holes 189mm (part # 223.641 lot # unknown, qty # 1). This report is for unknown quantity unknown screws. This is report 1 of 1 for (B)(4).